Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new lead of the same model was placed. No additional adverse patient effects were reported. Additional information received indicates the patient developed an increased threshold but concurrently developed complete heart block.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new lead of the same model was placed. No additional adverse patient effects were reported.